Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
'It was reported that a patient underwent a procedure at l4-s (l4-l5 via plf, l5-s plif using competitor's spinal cage) to treat l5-s spondylolisthesis. It was reported that during applying reduction forces at l5 the left l5 screw was extracted from the pedicle. A screw was reinserted in the left l5 pedicle. Intra-op images showed the tip of the screw was outside of the vertebra, so that the screw was removed after untightening the left setscrews. No patient complications were reported.'

Manufacturer narrative:
Additional information: the device was returned to the manufacturer for evaluation. Visual comparison of mas and fas to comparison sample did not identify material difference with threads. Major diameter and bone screw length found to be consistent with print specification. Unable to replicate customer concern; after visual, optical and dimensional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. The implants appear to be capable of performing its intended function.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.